Manufacturer narrative:
(B)(4). The reported problem was confirmed during evaluation of the returned sample and the cause was determined to be an issue that occurred outside the manufacturing process and the defect would have occurred during its distribution, handling and/or storage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a patient had a misassembled minicap found before use. The customer reported that the sponge was not in the minicap when the pouch was opened. There was no patient involvement, no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.